Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the patient was experiencing dizziness, high blood pressure and a feeling of "electrical pulses" in her chest. Attempts were made to obtain additional information but were unsuccessful. Manufacturer records indicate that the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.